Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was secured for further investigation. Based on the log file analysis, a "device failure (14)" and derived "alarm system failed" alarm event could be verified for the reported date and time of event. The ventilation was not affected and continued as set. Both alarms were caused by a temporary impaired internal hdbaset communication between the display unit (ecd) and the ventilation unit. This symptom is characteristic for a temporary disruption of the electromechanical contact between the system cable and pba syscon ecd or a faulty system cable. The system cable and pba syscon ecd must be checked for proper fitment and to be reseated if necessary. In case of reoccurrence, the system cable must be replaced. In case of an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The ventilation will be not affected and continued as set. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on then technical root cause. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device displayed the alarm message "device failure 14". No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the device displayed the alarm message "device failure 14". No health consequences for the patient were reported.